Manufacturer narrative:
Date of event: (B)(6) 2019. The date of event and bd awareness date were changed from (B)(6) 2019 to (B)(6) 2019 per original email. Date received by manufacturer: 2019-09-05.

Event description:
Material no: 366668, batch no: 9122779. It was reported that before use of the bd vacutainer® serum blood collection tubes, during bd r&d testing the tubes were observed with second time stopper removal forces that did not meet the minimum force specification. The following information was provided by the initial reporter: "during r&d testing in franklin lakes, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. The product information is listed below. Catalog # 366668, batch # 9122779, test date: (B)(6) 2019, data review date: (B)(6) 2019, observation, did not meet minimum force specification.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
Material no: 366668, batch no: 9122779. It was reported that before use of the bd vacutainer® serum blood collection tubes, during bd r&d testing the tubes were observed with second time stopper removal forces that did not meet the minimum force specification. The following information was provided by the initial reporter: "during r&d testing in franklin lakes, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. The product information is listed below. Catalog #366668, batch #9122779, test date:05 sep 2019, data review date:14 oct 2019, observation did not meet minimum force specification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 366668, batch no: 9122779. It was reported that before use of the bd vacutainer® serum blood collection tubes, during bd r&d testing the tubes were observed with second time stopper removal forces that did not meet the minimum force specification. The following information was provided by the initial reporter: "during r&d testing in franklin lakes, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. The product information is listed: catalog #: 366668, batch #: 9122779, test date: 05 sep 2019, data review date:14 oct 2019. Observation did not meet minimum force specification.